Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis was confirmed through the evaluation of heartmate ii lvas. Additionally, a specific cause for the reported driveline infection as well as a direct correlation between the device and the patient¿s stroke could not conclusively be determined through this evaluation. The account communicated that the patient had recurrent driveline infection and revision (refer patient¿s previous complaints). The patient reportedly had a stroke with aphasia and the patient¿s surgeon suspected pump thrombosis. On (B)(6) 2019, the patient¿s ldh was 764, repeat was 714 with a free hemoglobin of 40 (above baseline). The patient was admitted to the hospital for IV anticoagulation with an increase in power noted upon vad interrogation. Prior to admit, the patient was complaining of feeling more tired. Infectious diseases (ID) was consulted for chronic driveline infection management which was treated with antibiotics. The patient underwent a pump exchange on (B)(6) 2019. The heartmate ii lvas was returned assembled with the driveline severed approximately 1.5¿ and 8¿ from the pump housing. The sealed inflow conduit flex section was severed medially with the proximal half attached to the inlet tube and the distal half attached to the inlet elbow. The inlet elbow was returned detached from the pump¿s inlet port. The apical sewing ring was not returned. The sealed outflow conduit (outlet elbow, sealed outflow graft, and sealed outflow graft bend relief) was returned attached to the pump¿s outlet port. An additional distal segment of the outflow graft and bend relief was also returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured thrombus formations or depositions. Upon disassembly of the pump body, examination of the proximal-side of the outlet stator revealed a red, non-laminated ring-shaped thrombus located around the outlet bearing ball and over the stator vanes. The structure of the deposition and lack of laminated layering suggests that it did not form in this location. Although the origin of the deposition cannot be conclusively determined, areas of the deposition appeared hard and denatured which suggest that this deposition was present in the outlet stator for an undetermined period of time while the pump was operating. Also, red deposition observed on the outlet bearing cup of the rotor was likely associated with the thrombus ring in the outlet stator. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, it could have contributed to the patient¿s elevated ldh, as well as the increase in pump power (due to increased resistance on the spinning rotor) that was reported by the account. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. Heartmate ii lvas IFU is currently available. This IFU lists device thrombosis, stroke, and driveline or pump pocket infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system in section 1, ¿introduction¿. An explanation of each of the pump¿s parameters can also be found in this section. Section 6, ¿patient care and management¿, outlines indications of pump thrombosis and how to respond to such events. Section 6 also outlines the suggested anticoagulated therapy and inr range for patients using the heartmate ii lvas. The hmii lvas IFU also contains information on ¿controlling infection¿ in section 6, ¿patient care and management¿. Additionally, the heartmate ii lvas patient handbook outlines care instructions for preventing infection in various sections. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years. The previous admissions for recurrent driveline infection have been captured under the following MFR #'s: 2916596-2019-03910, 2916596-2019-03912, 2916596-2019-03914, 2916596-2019-03916, and 2916596-2019-03917. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a recurrent driveline infection and a revision of the driveline. The patient also suffered a stroke with aphasia and the surgeon believed that the patient had suspected pump thrombosis. The pump was exchanged. It was reported that the patient had coumadin adjusted due to several low inr (international normalized ratio) while in conjunction with home rifampin. The patient was taking 7.5 mg daily and was due to have inr checked once taken off rifampin. Ldh (lactic acid dehydrogenase) was 764 on (B)(6) 2019, repeat was 714 and a hemoglobin of 40. The patient was admitted to the hospital for IV (intravenous) anticoagulation on (B)(6) 2019 with some increase in power noted on interrogation of vad and an increase in ldh from usual baseline. Patient was started on heparin. Labs were done, the patient had an echo, cxr and a CT of the chest. The patient complained of feeling more tired prior to being admitted. Infectious diseases was consulted for chronic driveline infection management. Cardiovascular was consulted for possible pump thrombus. The patient underwent a pump exchange on (B)(6) 2019. The patient is on merrem for infection.